Event description:
It was reported that a dissection occurred. The 98% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. Following pre-dilatation with a 3.00 x 8mm non-compliant balloon, a 3.00 x 16 mm promus premier drug-eluting stent was deployed with no resistance felt during advancement. However, during the procedure, a proximal edge dissection occurred. Stent damage was also noted, and the stent was post-dilated with a balloon. Another stent was deployed to cover the proximal edge dissection. The procedure was completed successfully, and no further issues were reported. The patient remained stable.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a dissection occurred. The 98% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. Following pre-dilatation with a 3.00 x 8mm non-compliant balloon, a 3.00 x 16 mm promus premier drug-eluting stent was deployed with no resistance felt during advancement. However, during the procedure, a proximal edge dissection occurred. Stent damage was also noted, and the stent was post-dilated with a balloon. Another stent was deployed to cover the proximal edge dissection. The procedure was completed successfully, and no further issues were reported. The patient remained stable. It was further reported that the stent was fully inflated at 12 atmospheres, and a 3.00 x 8mm non-compliant balloon was used to post-dilate the stent. Per the physician, the dissection was non-flow limiting, graded as type a, and was caused by the stent.